Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that prior to use, it was noticed the fiber was unsoldered at the connector. There was no procedure involved therefore no patient involvement.

Event description:
It was reported that prior to use, it was noticed the fiber was unsoldered at the connector. There was no procedure involved therefore no patient involvement. Analysis of the returned device found the fiber was used during preparation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Information received via good faith effort (gfe) informed the fiber broke prior to use, however, analysis found that though the fiber was not used in the patient, the fiber was used during preparation. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in three pieces. The rubber strain relief and the connector head were both separately detached from the fiber body. Visual analysis identified a fiber break at the connector and the fiber body junction, and burn marks at the area where the fiber was broken off from the connector head. The fiber tip was in good condition and showed no signs of usage. Based on analysis, it is probable that procedural handling of the fiber during set up contributed to the fiber break. Observed burn marks indicate the fiber was connected to the console during set up. The fiber was unable to be functionally tested due to the connector head being detached. It is likely that when the fiber was connected to the console, the interaction between the fiber and console caused the connector to break off from the fiber, causing burn marks in the process, which in turn led to the rubber strain relief to break off as well. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
B3 date of event: per gfe, event date is confirmed to be 03/09/2023. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Information received via good faith effort (gfe) informed the fiber broke prior to use, however, analysis found that though the fiber was not used in the patient, the fiber was used during preparation. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in three pieces. The rubber strain relief and the connector head were both separately detached from the fiber body. Visual analysis identified a fiber break at the connector and the fiber body junction, and burn marks at the area where the fiber was broken off from the connector head. The fiber tip was in good condition and showed no signs of usage. Based on analysis, it is probable that procedural handling of the fiber during set up contributed to the fiber break. Observed burn marks indicate the fiber was connected to the console during set up. The fiber was unable to be functionally tested due to the connector head being detached. It is likely that when the fiber was connected to the console, the interaction between the fiber and console caused the connector to break off from the fiber, causing burn marks in the process, which in turn led to the rubber strain relief to break off as well. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that prior to use, it was noticed the fiber was unsoldered at the connector. There was no procedure involved therefore no patient involvement. Analysis of the returned device found the fiber was used during preparation.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the fiber is unsoldered at the connector. There was no patient outcome reported.